Event description:
The healthcare professional (hcp) of a clinical study reported that there was a seroma at the implant site. The device diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included surgical intervention specifically fluoroscopically guided aspiration of the spinal cord stimulator (scs) and implant site. The patient reported pain and swelling at the implant site. There was small fluid collection over the implantable neurostimulator (ins) and midline spinal lead implant site. The etiology was noted as unlikely related to the device or therapy and related to the implant procedure. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.